Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 95% stenosed lesion was located in a moderately tortuous and calcified anastomosis of a shunt. A .035 non bsc guide wire was advanced across the lesion. The wanda 5.0-40, 80 balloon was used to dilate the lesion and ruptured at 7 atmospheres. The number of inflations and to what atmospheres is unknown. They exchanged the guide wire to a .018 non bsc guide wire and then used a 5mm x 40mm x 80cm sterling balloon to complete the procedure. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).